Event description:
It was reported that there was a loss of therapeutic effect and that the ins (implantable neurostimulator) was not managing patient's symptoms. The patient experienced a fall two days prior to the report, he scraped his forehead and it was oozing. The patient tried to use the patient programmer one day prior to the report and could not adjust stimulation or turn the device on or off. The only status light on the patient programmer that was visible was the 9-volt battery light. The "gasket" on the outside of the patient programmer wore down several years prior to the report. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# v591417, implanted: (B)(6) 2010, product type: lead; product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2007, product type: extension; product ID: neu_ptm_prog, product type: programmer, patient. (B)(4).